Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse started the system as normal and no error occurred. After reviewing the logs, errors occurred. After checking the nodes and using gigabit communication status, the ac_5d node had a light intensity of 17 micro amps. After replacing the backplane fiber optic cable, the light intensity went up to 177 micro amps. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted single internal mammary artery harvest (midcab) surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted by biomed for troubleshooting support to report a non-recoverable error twice on arm 2. After a system restart, the issue temporarily resolved and the system worked fine but the tse could not review the logs as they were unavailable due to the restart. Tse explained to biomed that reviewing the logs would take a bit longer and biomed suggested to call him back. Tse determined, once connected to the system, that armnet 2 was causing the problems and proposed switching to arm 1, which was not in use. When biomed returned to the or, arm 2 faulted again and the surgeon decided to convert the procedure. The surgeon stated that using arm 1 was not an option and emphasized that armnet 2 required further inspection.